Event description:
The customer reported that the unit had intermittent power issues.

Manufacturer narrative:
The customer reported that the unit had intermittent power issues. The unit was evaluated at philips, and the symptom was verified. The issue was a result of processor and power pca malfunction.